Manufacturer narrative:
The initial failure description was that the device shows "-12v test." According to the information from the technician (dated (B)(6) 2019)he had checked the power board and found out that the12v fuse is broken. He had exchanged the power board on the rotaflow. The technician informed that the rotaflow is okay now. A similar complaint was already investigated in lce (see complaint#(B)(4) with the following root cause result: during the preliminary investigation by the service it was already established that the fuse f3 on the psb no longer led, so is defective or too high electricity was released. This fuse sits at the output of the voltage converter, the provides the voltage -12v. Therefore, a short circuit in the -12v path of the fmb is assumed to be the cause of the error. Thus the reported failure could be confirmed and a most probable root cause is determined. The event occurred during treatment. Thus a relationship between the deice and the complaint is given. The occurence rate is below the acceptance rate, thus no remedial action required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint onetrack#(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
The customer stated: "at 1 o'clock in the night, the device will be faulty when it is used for the first time. It shows -12v test. The doctor hand shakes for 3 hours." The use of the hand crank is a medical intervention, a serious injury or harm to the patient was not reported. (B)(4).